Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in france (received at the rrc on 2022-11-24). The evaluation at the rrc confirmed the reported image error (green image) and traced the failure back to a defective cable unit and a defective r-unit. Therefore, this event/incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus ws informed that during preparation for an unspecified procedure the video telescope displayed a green image. No further information was provided but there was no report about an adverse even ot patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.